Event description:
It was reported that the burr detached from the catheter via social media. The 99% stenosed target lesion located in the proximal right coronary artery (rca). The target lesion was very tortuous, and calcification was 60-70%. Dynaglide mode was used to remove the burr from the artery into the guide catheter. During removal of the burr, the burr detached from the catheter. The detached burr remained attached on the rotawire. The rotawire was removed from the patient. The patient was stable post-procedure and no complications occurred.